Event description:
The probes were retrieved using a third-party device, which was also used to complete the procedure. The patient was discharged as planned with no delays to the procedure and no additional patient harm or impact.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information erroneously left off the initial report supplied by the customer and additional information based on the legal manufacturer's final investigation. As b1 is being corrected to include the adverse event selection, this event is being submitted as both an adverse event and a product problem. Please refer to the following sections for the additional information h4, h6 type of investigation, investigation findings, investigation conclusion, h10. Refer to the following sections for corrected information: b1, b2, b5, h1, h6 health effect impact code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. It is likely the following led to the malfunction: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal & cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The issue is addressed in the instructions for use (IFU) under section 17.1 operation ¿ warnings and cautions. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the thunderbeat ¿ultrasound branch broken off, error code could not be read, 2 pieces [from the same package] in one procedure¿. It was learned through follow-up with the customer that the part broke off inside the body but was removed without much effort and the unspecified therapeutic procedure was completed with another similar device with no significant delay, and no patient or user harm were reported. This report is for the first device malfunction in this event. The second device malfunction is reported in the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.